Event description:
Reporter alleged the active system generated a blood glucose result of lo (less than 10 mg/dl) before the glucose test strip was dosed with blood or control solution. Reporter stated she was not certain as to whether she dosed the test strip with blood or not, but thought the lo appeared right after the test strip was inserted. Reporter indicated the lo result was located in the system memory. No actions were reportedly taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.